Manufacturer narrative:
Event description: as reported, during retrograde intrarenal surgery (rirs) in the left kidney, the basket wire of an ngage nitinol stone extractor broke while repositioning a stone from the lower calyx to the upper calyx. The physician successfully repositioned the stone and the procedure was completed with an ncircle stone extractor. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation evaluation: reviews of documentation including the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. The device was returned to cook for evaluation in an opened pouch. It was found to have two broken basket wires. Both wires were broken near the bend in the wires where the wire enters the basket wire sheaths. The ends of the wires were visually inspected and there was no deformation or discoloration that would indicate exposure of the wire to a laser or other electrified instrument. A document-based investigation evaluation was performed. No related non-conformances were recorded. Two additional complaints were received for this product lot; however, the complaints were not related failures. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the available information, cook concluded that the cause for the issue could not be determined. It is possible that a procedural related issue was encountered such as the size/shape of the stone caused enough force to break the basket wires. However, there was not any information known related to possible procedural issues. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during retrograde intrarenal surgery (rirs) in the left kidney, the basket wire of an ngage nitinol stone extractor broke while repositioning a stone from the lower calyx to the upper calyx. The physician successfully repositioned the stone and the procedure was completed with an ncircle stone extractor. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Initial reporter postal code: (B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.